Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app issue on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as a signal loss over an hour was confirmed. The probable cause was determined to be the patient closed the mobile app. The reported event of an app issue is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.